Event description:
It was reported by an unknown patient through his general practitioner to the surgeon that the patient's lead had been sticking out of his neck for a year. The patient did not show-up for a consult with the surgeon. No further relevant information has been received to date.